Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the procedure was treatment of ileus. The stent was placed as a "bridge to surgery". The stent was implanted in a 9 cm malignant stricture within the sigmoid colon. The patient's anatomy was of normal tortuosity. On (B)(6) 2012, a wallflex enteral colonic stent was successfully implanted within the sigmoid colon. On (B)(6) 2012, the patient complained of abdominal pain. A CT scan was performed and free air was found. A perforation was confirmed at the location of the distal end of the stent. Abdominal surgery was then performed and the stent and lesion were removed. The patient's condition was reported to be "good" post procedure. Reportedly, there was no malfunction of the stent during the stent placement procedure or post stent placement. The patient was not receiving chemical therapy or radiation therapy. In the physician's assessment, it was possible that the perforation was likely caused by physical stimulation of the stent.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.